Event description:
It was reported by repair work order that the power load trolley will not raise due to debris disrupting the position sensor magnet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.